Manufacturer narrative:
H6. Codes: updated. No product was received for investigation. One (1) photo was provided, but the complaint cannot be confirmed from the photo. The reported complaint could not be verified and/or confirmed without the return of the failed product. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on removing the needle from the patient the needle came away from the safety mechanism remaining in the patient. There was patient involvement, but no patient harm reported. Photos are attached.